Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Although requested, patient demographics not provided.

Event description:
It was reported from the anesthesia department, pacu and asu that the connector hub when tightened does not maintain a snug fit. There was no harm.